Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was set in the tube and then the doctor noticed the seal was not completely set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Slight evidence of blood and clinical used were observed. No blood was observed in the delivery device or tube. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was set in the tube and then the doctor noticed the seal was not completely set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.